Event description:
It was reported that the device was used during a balloon ablation procedure in 2006. The customer observed, that the device had a pinhole leak. Another device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.